Manufacturer narrative:
Age at time of event: 18 years or older. Visual inspection of the device showed the luer and irrigation tubing was torn apart at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid found on the luer tube and handle. Electrical continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications.

Event description:
It was reported that a intellanav mifi open-irrigated was used in a atrial fibrillation ablation procedure. However during the procedure it was noted that the irrigation tubing was broken. The procedure was completed using another intellanav mifi open-irrigated.

Manufacturer narrative:
Age at time of event: 18 years or older. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated was used in a atrial fibrillation (af) ablation procedure. During the procedure it was noted that the irrigation tubing was broken. The procedure was completed using another intellanav mifi open-irrigated.